Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface size ef 12mm catalog#: 00596403212, lot#: 64541086, nexgen standard all poly patella size 29mm catalog#: 00597206529, lot#: 63932359, nexgen option femoral component size e left catalog#: 00576401551, lot#: 64411102. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain and tibial loosening. Upon removal, the tibia was noted to be grossly loose with no cement adhered to the titanium surface. Attempts have been made, however, no additional information is available.